Event description:
It was reported that the patient presented to the hospital for a device check on (B)(6) 2021. Upon examination of the implantable cardioverter defibrillator (ICD), physician noted pocket erosion and ICD was exposed. No malfunction on the device. The ICD was explanted on (B)(6) 2021. The patient was in stable condition.